Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no physical product sample has been returned at the time of investigation. However, a video of the procedure was provided. Evaluation of the video reveals a long metallic particle within the eye. The reported event is confirmed. The material characteristics and origin of the depicted particle cannot be determined through the provided video. If product is received and product can be evaluated, this investigation record will be reopened to document product evaluation results. For this reported event, lot number was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed 2 pieces of metal in the patient´s eye during phacoemulsification. At first he though, that they were pieces of the patient´s eyelashes, but took them out for investigation and realized, that instead they were 2 metal pieces, one longer than the other. The surgeon assumes that these came from the phaco tip model opor3021g. No harm to patient was reported and no further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - lot number: unknown / not provided. Section d4 - expiration date: unknown as lot number is unknown / not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section e1 - phone number: (B)(6). Section h3 - other (81): the phaco tip was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Section h4 - device manufacturing date: unknown / not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.